Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during incoming inspection due to the stylus being defective as the cursor on the screen did not react anymore. It was also noted that the customer's comment that the touchscreen of the programmer was broken was confirmed as the display was cracked and broken. The paper drawer was almost depleted. The lower support hinge was loose with some screws missing and the anti-slip layer was ripped off the label from the radiofrequency head. It was recommended that the programmer not be repaired due to a availability of part and this was approved by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display was broken. It was further reported that the programmer which returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.